Manufacturer narrative:
(B)(4). D10: cat# 00877502802 lot# 3234114 bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14v. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. The patient was revised approximately 1 month later due to a disassociation between the bearing and head of a dual mobility construct. Attempts have been made and no further information has been provided.